Event description:
It was reported that the customer experienced high blood glucose levels, sweat, anxiety, headache and dizziness. The customer sought medical assistance, and was told that the insulin pump was not working properly. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion test due to the prime anomaly.